Event description:
It was reported that the patient experienced an infection at the extension site. As a result, surgical intervention took place wherein the dbs system was explanted. The patient was administered IV antibiotics and infection has resolved.

Manufacturer narrative:
Date of event is estimated. E1: reporter phone number: (B)(6). An infection at the extension site(s) was reported to abbott. Surgical intervention took place wherein the dbs system was explanted. The patient was administered IV antibiotics and infection has resolved. As a result, a device history record was performed to review and confirm the sterility of devices. Based on the documents reviewed, the source of the infection remains unknown.